Manufacturer narrative:
The reported event of blades breaking was confirmed through functional evaluation by a manufacturer service technician. A loose flat pin was identified, which was preventing blades from being inserted, and is the probable cause for the reported event.

Event description:
It was reported that during equipment testing conducted at the user facility blades were breaking. The device was sent to stryker instruments for maintenance. During functional testing by a service technician at the manufacturer facility, it was found that a cutting blade broke while in use with the device due to a loose component in the blade mount assembly, which caused the blade to fit and lock into the device improperly. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Event description:
It was reported that during equipment testing conducted at the user facility blades were breaking. The device was sent to stryker instruments for maintenance. During functional testing by a service technician at the manufacturer facility, it was found that a cutting blade broke while in use with the device due to a loose component in the blade mount assembly, which caused the blade to fit and lock into the device improperly. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Follow up will be submitted once quality investigation is complete. Failure analysis in progress.